Event description:
It was reported that during a scoliosis procedure, a legend stylus touch overheated during decortication. The overheating resulted in the appearance of smoke, burning of the bone, and bone necrosis. The procedure was completed with this device. It was reported that there was no medical intervention or additional procedures required as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).